Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include information and outlines the steps to keep spare, fully charged batteries and controllers available at all times. Also stated in IFU is that the system has multiple power sources available (ac adapter, dc adapter, and batteries). The steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient noticed that batteries where switching from port 1 to 2 and back again. And that port 1 didn't feel stable as it felt before. After log file analyses no log files was confirmed but intermittent battery disconnection were occurring on port 1. An elective controller exchange was performed and it was noted that there were no effect on patient. No additional information available.

Manufacturer narrative:
The reported event of power switching was confirmed. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of controller (B)(4) log files revealed multiple premature switching events. These events can most likely be attributed to momentary disconnections between batteries and the controller. Analysis of the device could not be performed since the device was not returned for evaluation. The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. Heartware will submit a supplemental report when new facts arise which materially alters information submitted in a previous MDR report.